Event description:
It was reported to boston scientific corporation on february 18, 2009, that an ultraflex covered esophageal stent was used during an esophageal stenting procedure performed in 2009. According to the complainant, during the procedure, the stent was deployed across a fistula. Shortly after placement, the stent migrated, which required repositioning using a snare and hempclips for fixation. A few days later, the stent migrated again. It was noted that there was a pocket between distal end of the stent and esophageal wall. Furthermore, the fistula was not closed due to the movement of the stent. At about 6 days later, the physician tried to pick the stent up, but it did not move because the distal portion of the stent was caught on esophageal mucosa. At this time, the procedure was discontinued so the fistula was not closed. At approx one week later, the physician noticed that the deployed stent was upside down. To close the fistula, additional stenting was performed on the patient. The physician felt the stent had been mounted upside down. The procedure was successfully completed with an ultraflex proximal 10cm stent.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.